Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 12x2.5mm, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilation was performed with two nc balloons, 2.0x15m and 1.5x12mm, the distal rca was stented. A 2.50 x 12mm synergy ii drug-eluting stent was then advanced to the mid rca. Significant resistance was encountered and the shaft broke. The device was completely removed using a snare. A 2.5x18mm non-bsc stent was implanted and the procedure completed. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The 12x2.5mm, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilation was performed with two nc balloons, 2.0x15m and 1.5x12mm, the distal rca was stented. A 2.50 x 12mm synergy ii drug-eluting stent was then advanced to the mid rca. Significant resistance was encountered and the shaft broke. The device was completely removed using a snare. A 2.5x18mm non-bsc stent was implanted and the procedure completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is combination product. Synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis broken into 2 sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 13.3cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion no issues. A visual and microscopic examination found tip damage. No other issues were identified during the product analysis.